Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 jaw boot peeled. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).